Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the lower case was broken and main seal was pinched. It was also indicated that a display wire was pinched and the wire was exposed. It was also indicated that the main printed circuit board was out of specification electrically. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) ventricular port was visually damaged and not functional. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit and run on the automated test console. The board failed the backlight on/off difference. The display and front enclosure were replaced. The board was run again on the test console and passed all tests. No errors were noted in the logs. Conclusion: could not confirm the main board issue found during service and repair. If information is provided in the future, a supplemental report will be issued.